Manufacturer narrative:
Complaint conclusion: as reported, when the 5f pigtail 100cm 5-sidehole (sh) tempo diagnostic catheter was taken out of the package, the catheter separated into two parts. There was no reported patient injury, as the device was not used in the patient. It was stored correctly like all the products that are always used in this hospital, with no damages found on the device packaging prior to opening. The device was stored where all medical products are stored, in a warehouse with access control via password. The reported ¿catheter (body/shaft) separated¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined however, handling and storage factors could have led to the reported event. The instructions for use (IFU) cautions users to inspect for any signs of damage prior to and during use. The IFU instructs any product with damage to not be used. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, when the 5f pigtail 100cm 5-sidehole (sh) tempo diagnostic catheter was taken out of the package, the catheter separated into two parts. There was no reported patient injury, as the device was not used in the patient. It was stored correctly like all the products that are always used in this hospital, with no damages found on the device packaging prior to opening. The device was stored where all medical products are stored, in a warehouse with access control via password. No photos of the device were available as they were discarded. The device will not be returned for evaluation.